Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received failed battery test alarm. Customer's blood glucose was 169 mg/dl at the time of call. Customer was advised to clean the battery cap contacts with a cotton swab and to monitor insulin pump. The insulin pump will not be returned for analysis.